Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 27-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Customer did not receive any medical intervention related to diabetes and use of our products since our last call but customer stated she went to the hospital a week before calling us on sunday july 26th. Customer stated the meter read between 190-196mg/dl fasting and states it was too high. Customer stated with a reading like that she would expect to feel dizzy but felt physically well and went to the hospital due to the meter reading. Customer states the result at the hospital was 140mg/dl fasting. Customer was not given any medications or treatment while there and was not given any new medications or when discharged.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with all the tests results obtained. The expected fasting blood glucose test result range is 119-145mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was performed by the customer and result was e-2 non- fasting. The test strip lot manufacturer¿s expiration date is 08/15/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).